Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture. The insulin pump started to count after a new battery was inserted but it got stuck. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic assembly. No high pitched or watchdog anomaly noted. Unable to perform functional testing or verify numbers counting up or dark display anomaly due to blank display anomaly. The insulin pump had minor scratched lcd window, cracked case near the display window corners and broken reservoir tube lip.